Manufacturer narrative:
(B)(4). The customer reported there was no display. There was no report of pt involvement. The device was evaluated by a philips field service engineer, and the symptom was verified. Multiple parts were found to be defective. These parts was replaced to resolve the report issue. The device passed testing was returned to service. Based on the info available we are considering this a malfunction. We are unable to determine the exact cause because multiple parts were replaced.

Event description:
The customer reported there was no display. There was no report of pt involvement.